Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician was attempting to use a visi-pro balloon-expanding peripheral stent system during procedure. The lesion was a celiac artery stenosis. As the physician was advancing forward, it was reported that the stent dislodged from the balloon at the bend of the sheath but never made it out of the sheath. The physician left the wire in the vessel and removed the sheath and stent all at once. A new sheath was inserted and the physician used a new stent of the same size without any further incidence. No patient injury reported.